Manufacturer narrative:
(B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2017, abbott point of care was contacted by a customer regarding I-stat chem8+ cartridges that yielded suspected discrepant sodium result on a (B)(6) year old male patient with cystitis with hematuria. There was no additional patient information at the time of the initial call. Return product is not available for investigation. Date: time: na: ci: (B)(6)2017, 18:01, 175, 86. (B)(6)2017, 18:07, 132, 100. There are no injuries associated with this event. The investigation is underway.

Manufacturer narrative:
Apoc incident # (B)(4). The investigation was completed on 08/21/2017. Retain product was tested and the customer's complaint was not reproduced. Return product was not available for investigation.